Event description:
The external pulse generator was returned for correction due to a field action. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery contacts were compressed and the battery drawer and battery release were contaminated. The printed circuit board screws were corroded and the heart lead contacts were "patinaed."